Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 2 mm. Due to excessive calcium, severe paravalvular leak (pvl) was present. A post-implant balloon aortic valvuloplasty (bav) was performed but it did not resolve the pvl. Subsequently, a second transcatheter valve was implanted at the same depth as the first valve to increase the radial force. No adverse patient effects were reported.